Event description:
A discordant low immulite calcitonin result was obtained on a previous frozen pt sample. The initial result did not correlate with the pt's clinical picture and was questioned by the physician. The sample was sent out to another laboratory per the customer's laboratory standard operating procedure and the calcitonin result was higher and correlated with the clinical picture. The sample was returned on the immulite 2500 and the repeat result correlated with the clinical picture. There was no report of pt treatment being altered or adverse health consequences due to the discordant low calcitonin assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site and performed a functional sys eval. The fse was not able to determine the cause for the discordant low calcitonin result. The instrument is performing within specs. No further eval of the device is required.